Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason and the patient was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned. Additional information was received that the ipg was replaced due to patients request to do an upgrade. No device malfunction suspected.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.